Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl when he flew in on the plane. The customer stated that the pump popped out and the sugar was low as 36 mg/dl. The customer treated the low with food. When the customer tried to reconnect, it would not accept the sensor. The customer stated that the low reading was caused by taking too much insulin. The customer stated that cal error did not occur shortly after performing a "find lost sensor". The customer was advised to monitor issue and call back if problems recur.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.